Manufacturer narrative:
The product was unavailable for return as it remains implanted. Therefore an evaluation of the device performance was not possible. A review of the manufacturing records was not possible as no lot number was provided. All valves are 100% tested at the time of manufacture. (B)(4).

Event description:
It was reported to medtronic neurosurgery that the patient was implanted with the device around (B)(6) 2015 due to hydrocephalus. According to the report, the patient recovered well after surgery and the hydrocephalus got better. It was reported the patient was transferred to (B)(6) hospital, about half a month after the surgery and received hyperbaric oxygen therapy. According to the report, after the treatment the patient's hydrocephalus was increasing and the pressure was 240mmh2o. Reportedly, there was no injury to the patient.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.